Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced. A system checkout was performed after replacing cable. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect umbilical cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure when performing a 2d image acquisition a frame rate below recommended levels error message was displayed. There was no patient present at the time of the issue.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.